Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the electro magnetic interference (emi) printed circuit board (pcb) and analog interface (ai) printed circuit board (pcb). The ventilator passed short self tests (sst), electrical safety tests (est), electrical safety testing, and performance verification tests (pvt).

Event description:
Report received that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.